Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek pro ii serial number (B)(4). The results from the meter were 1.5 inr, 2.2 inr, and 2.2 inr. The same finger stick was used for all testing. The result of 2.2 inr was reported to the doctor who asked for testing on a laboratory. The result using sysmex innovin system was 1.3 inr. There was no allegation of the adverse event.